Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The stylus was missing, so a stylus was added to duplicate the complaint. Observed a misalignment issue between the stylus and the arrow on the screen. Observed a heavily damaged bezel which was unacceptable for service. There was a cracked handle, hinge bullets were missing, errors were found in the files. The device was cleaned. The parts required for the repair to restore the functionality of the programmer were no longer available, so it was advised to scrap the device. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an unreliable pen connector and that the pen occasionally did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.